Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. No conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that on literature review "arthroscopic treatment of first-time shoulder dislocations in younger athletes", one patient had a recurrence dislocation after a arthroscopic procedure using an ultrabraid suture. Patient refused further surgeries and the outcome is unknown. No further information is available.

Manufacturer narrative:
(B)(4). Literature article: terra, b. B., ejnisman, b., belangero, p. S., figueiredo, e., de nadai, a., ton, a., & cohen, m. (2019). Arthroscopic treatment of first-time shoulder dislocations in younger athletes. Orthopaedic journal of sports medicine, 7(5), 2325967119844352. Doi: 10.1177/2325967119844352.